Event description:
During t2 recon nail surgery, the guide wire could not go into the femoral bone of pt in the very beginning of the insertion. The surgeon found from the x-ray that the tip of guide pin was broken.

Manufacturer narrative:
Additional info, has been requested and if received, will be provided on a supplemental report.